Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. It was noted that the electrical contact, scope mount and free lock had corrosion. It was also noted that there was a defective image capture pixel and the connector had cracks. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2: health professional ¿ (blank) and e3: occupation ¿ no information provided.

Event description:
It was reported, that the camera head had poor image quality. The issue was found during inspection for use for an unknown therapeutic procedure and it was completed with a similar device. There were no reports of patient harm.